Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 27 mmol/l. The customer was experiencing the symptoms of not feeling well, upset tummy and bad headache. The customer was treated with insulin pump and manual injection. After the troubleshooting was done, customer was advised that they got motor error instead of no delivery. The customer was advised that the device would be replaced and revert to a backup plan.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to perform the excessive no delivery alarm test due to the motor error alarm anomaly.